Event description:
The patient's family member reported that patient used the suspect device to check their blood glucose and obtained results in the 2-300 mg/dl range. Patient then treated themselves with insulin based upon a sliding scale. Patient later became unconscious and was taken to the hospital. Patient blood glucose was 18 mg/dl upon arrival. Patient was kept for 3 - 4 hours and treated for hypoglycemia. Glucose controls were not run on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.